Manufacturer narrative:
Initial report sent: 7/17/2007.

Event description:
Procedure type: lap inguinal hernia repair. According to the reporter, the doctor inflated the dissector balloon without direct visual because he was not able to insert scope into trocar. After the dissection, he deflated the balloon but could not remove it, after a few attempts the dissector balloon tore off. The surgeon was able to retrieve the balloon from the patient body. Subsequently, the structural balloon would not inflate, therefore, a smbttovl was used to finish the case. The incision and surgery time were not extended. Patient is male, and current condition is well. No patient injury was reported.